Manufacturer narrative:
No sample or lot# is available for the MFR to evaluate.

Event description:
The event is reported as: complaint alleges: customer states the balloon burst during use on a pt. No pt injury reported.